Manufacturer narrative:
Correction: d, f, g, h. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that staff are complaining of incorrect lot numbers and fill amounts on the foley catheter, they know about the fill rate discrepancy and why the package was different from the catheter itself. But they did not know why the lot numbers would be different and hoping they can clear that up as regular practice and maybe explain that to them so they could close those reports. The reporter wrote that was discovered that all of their supply of bard lubri-sil all-silicone foley catheters sizes 8fr to 20fr in the stollery or level 1 core had labelling discrepancies. The lot number on outside of package did not match with lot number on product inside package. The balloon fill amounts did not match on the 20fr and 12fr products or packaging. The reference numbers do appear to match - product and packaging. Labeling discrepancies: foley catheter size 8fr, foley catheter size 10fr, foley catheter size 12fr, foley catheter size 14fr, foley catheter size 16fr, foley catheter size 18fr, and foley catheter size 20fr.

Event description:
It was reported that staff are complaining of incorrect lot numbers and fill amounts on the foley catheter, they know about the fill rate discrepancy and why the package was different from the catheter itself. But they did not know why the lot numbers would be different and hoping they can clear that up as regular practice and maybe explain that to them so they could close those reports .the reporter wrote that was discovered that all of their supply of bard lubri-sil all-silicone foley catheters sizes 8fr to 20fr in the stollery or level 1 core had labelling discrepancies. The lot number on outside of package did not match with lot number on product inside package. The balloon fill amounts did not match on the 20fr and 12fr products or packaging. The reference numbers do appear to match - product and packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.